Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The alleged fluid leak, drain complications, and air in the cassette was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Passed mushroom head check. Test positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A DHR review found mushroom head check: 8/7/2017. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support a drain complication during drain 0 of 6. Patient drain 385ml out of an expected 2000ml. Patient reported no kinds and all clamps were open. Patient also received an air detected in the cassette message. Patient checked all connection and was requested to reset up with new supplies. Patient then observed fluid inside the cassette door. Patient was advised to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have or experience any complications and there was no medical intervention. The patient did not miss any treatments. The liberty cycler was replaced.